Manufacturer narrative:
Corrected data: d4 UDI number: one device was received for evaluation. Visual inspection found a cracked and chipped case. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. Contamination was found on the plunger assembly. The device was cleaned and then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device¿s force sensor failed. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.